Event description:
Pt was revised to address loosening of the femur, poly wear and osteolysis.

Manufacturer narrative:
Examination of the submitted device revealed evidence suggesting femoral loosening. The investigation could not draw any conclusions about the root cause of the device loosening. The length of time implanted (14 years) could be a contributing factor. Based on the performed investigation, a need for corrective action is not indicated. In addition, product code is a discontinued item. Depuy considers the investigation closed at this time. Should add'l info be received, the investigation will be re-opened.